Manufacturer narrative:
Manufacturer narrative: the customer reported that two tiles on the central nurses station (cns) are in communication loss. Customer was advised to reboot the bedside monitor's, stop monitoring on the cns, and then re-monitor the bsm's on the cns which resolved the issue. The following day, the customer reported that the issue had returned. Customer was asked to re-monitor the bsm on the cns to resolve the issue. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available. Device not returned.

Manufacturer narrative:
The customer reported that two tiles on the central nurses station (cns) are in communication loss. Customer was advised to reboot the bedside monitor's, stop monitoring on the cns, and then re-monitor the bsm's on the cns which resolved the issue. The following day, the customer reported that the issue had returned. Customer was asked to re-monitor the bsm on the cns to resolve the issue. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that two tiles on the central nurses station (cns) are in communication loss.